Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion burette set was damaged the following information was received by the initial reporter with the following verbatim: reported issue: description of problem: pump alarmed occluding and when rn went to look at the pump there was blood leaking from partway up the tubing. Upon further investigation a small slice was discovered in the tubing.

Event description:
Material # 2441-0007. Batch # 24035001. It was reported by customer that pump alarmed occluding and when rn went to look at the pump there was blood leaking from partway up the tubing. Upon further investigation a small slice was discovered in the tubing. Rcc received a complaint via email. Item: 2441-0007. Quantity affected: (B)(4) each. Serial/lot number: (B)(6). Po: (B)(4). Are any samples available for return? Yes. Reported issue: description of problem: pump alarmed occluding and when rn went to look at the pump there was blood leaking from partway up the tubing. Upon further investigation a small slice was discovered in the tubing. Customer disposition request: replacement.

Manufacturer narrative:
MDR made in error. Cancel complaint due to duplication from (B)(4).